Event description:
It was reported that a health care professional (hcp) requested technical services (ts) to review the presenting electrogram for this system, with a cardiac resynchronization therapy pacemaker (crt-pl and non dsc left ventricular (lv) lead. Ts discussed that the lv lead appeared to exhibit intermittent loss of capture. Ts also indicated that the observed signals could be due to lv ectopy and atrial pacing appearing on the lv channel; however, the atrial pacing was not impacting timing. Ts recommended evaluating the patient, checking the threshold and reviewing other lv sensing vectors. This system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).